Event description:
It was reported that during a labral repair surgery the anchor was inserted into the patient with a labral tape in the eyelet. The eyelet and the screw came loose from the anchor before deployment. The surgeon could not find the eyelet and the screw. The device remained in the patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection identified that the suture anchor and eyelet of the suture anchor, peek pushlock® 2.9 x 15.5 mm, were not returned. The tip of the rod was slightly bent. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.